Event description:
Infusion pump set for 125 cc per hour per orders. It was noted that the entire 1,000 cc's had infused and the pump was still set on 125 cc's per hour. The machine was checked and it dispensed incorrectly.